Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 412 mg/dl. The insulin pump had blank display. The customer was treated with intravenous insulin and manual injection. The customer was assisted with troubleshooting. Customer states the spring is neither damaged nor corroded. Customer states the display did not return. The customer was wearing the insulin pump during the hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.